Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to improper handling at the user facility. The event can be prevented by following the instructions for use (IFU) which state: "5.3 precautions. Warning. Be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions. Caution when reprocessing an endoscope, confirm that the two water-resistant caps are securely attached to the endoscope connector before immersion in reprocessing fluids. If the two water-resistant caps are not securely attached, water, detergent solution and/or disinfectant solution could enter the endoscope and damage the device." Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device without delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional findings include the instrument channel failed a leak test, the probe insulation failed insulation testing, there was a crack in the glue of the bending section cover, the instrument channel was leaking, the oes adapter was presenting a compromised and blurred image due to fluid invasion, the ultrasound was missing the echo signal, the switch 1 and switch 4 were not working, the bending section was found with traces of fluid invasion, the control body was found with traces of fluid invasion, the scope connection was found with traces of fluid invasion, the ultrasound connector was found with traces of fluid invasion, the ultrasound electrical connector insulation test failed due to trace of fluid invasion, and the ultrasound connector was found with bending damage and angulation. The device evaluation found a flickering image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchofibervideoscope lost the image suddenly during a diagnostic procedure. All other scopes with same pigtail have the image with no issue. There were no reports of patient harm.